Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultra2 meter read inaccurately low compared to her feelings/ normal blood glucose results. On (B)(6) 2012, the medical surveillance specialist (mss) spoke with the patient to obtain and verify information; however, the patient did not want to answer follow up questions. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began about (B)(6) months prior to contacting lfs. The patient reported blood glucose results of "69, 89, 70 and 100 mg/dl" with the subject meter. The patient manages her diabetes with insulin (type/ amount not specified). It is not known if the patient made changes to her usual diabetes management routine. The patient denied developing symptoms; however, reportedly visited the emergency room (ER) around the time of the alleged issue. The patient obtained a blood glucose result of "250 mg/dl" with the ER/ hospital meter. The patient allegedly received insulin (type/ amount not specified) as treatment. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement. A control solution test was performed which tested within range. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly received medical intervention from a health care professional (hcp) after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.